Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011067, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011067 was manufactured according to the work instruction (wi) version 75 and manufactured in the inset 5 on 27-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly gluing of tubing of the lot 5a00890 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 27-jan-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5a02430 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 28-jan-2025, with a total of (B)(4) units. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was from the catheter. No further information available.